Event description:
The user facility reported that their vividimage w surgical display was showing no video. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage w surgical display and confirmed that the touch panel monitor was not showing video due to an issue with the configured control. The technician reconfigured the control on the touch panel monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.